Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their neurostimulator system removed because it exacerbated her back and leg pain. It was noted that the pain had been the same with the device deactivated for the past 2 months. Add'l info was requested.